Manufacturer narrative:
The customer¿s report of an overinfusion of precedex was neither confirmed nor reproduced. ¿ the pump module event log shows that pump module s/n (B)(4) was programmed to infuse at a rate of 7.15 ml/hr at 9:05 pm on (B)(6) 2019 and ran until 9:10 pm, when the device was paused and then channeled off at 9:14 pm. ¿ functional testing performed found the pump module to be delivering fluid within specification. ¿ the associated disposable tubing set was not returned for investigation. ¿ the starting/ending volume of the fluid container cannot be determined through device logs. ¿ the device was being used for treatment. The root cause of the customer¿s report of an overinfusion of precedex was not identified.

Event description:
It was reported that a new IV infusion of precedex drip 200mcg/50ml was initiated at 2102. The IV infusion pump was programmed to run at 7.15ml/hr based on the drip calculation (ordered dose rate is 0.5mcg/kg/hr), and was verified per hospital policy by a second rn. The device infused approximately 20ml within 20 minutes. After the incident was discovered, the infusion set-up was changed to a different device module, and verified that it was infusing appropriately. Pharmacy was notified and patient was monitored closely for signs of over sedation. There was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient information was requested but not provided.

Event description:
It was reported that a new IV infusion of precedex drip 200mcg/50ml was initiated at 2102. The IV infusion pump was programmed to run at 7.15ml/hr based on the drip calculation (ordered dose rate is 0.5mcg/kg/hr), and was verified per hospital policy by a second rn. The device infused approximately 20ml within 20 minutes. After the incident was discovered, the infusion set-up was changed to a different device module, and verified that it was infusing appropriately. Pharmacy was notified and patient was monitored closely for signs of over sedation. There was no patient harm.